Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, the stent appeared longer. The target lesion was located in the left anterior descending artery. The physician implanted a 16 mm x 2.75 mm taxus liberté stent to treat the lesion however, after the implant, the physician noted under angiography that the length of the stent appears to be approximately 20 mm x 2.75 mm. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR.: the catheter had broken at the hypotube 18cm from the manifold strain relief. Severe kinks were also noted along the lengths of the hypotube. Although the complaint states that the stent was implanted, the distal section of the hypotube break, including the balloon, was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was further reported that the device was not breaking during the pci procedure. When the pci was finished, the device was cut into two segments to avoid second time use according to the hospital's guideline. The physician kept the proximal section of the balloon however, the distal portion was disposed after the surgery.